Event description:
It was reported to boston scientific corporation that a lynx system device was implanted during a retropubic mid-urethral sling procedure performed on (B)(6) 2019, for the treatment of stress urinary incontinence. The procedure was completed successfully, and the patient was transported to the recovery room in stable condition. The patient was diagnosed with vaginal mesh exposure and underwent a cystourethroscopy and excision of exposed vaginal mesh procedure on (B)(6) 2023. During the procedure, the 1cm area of the exposed mesh was easily visualized. The mesh was grasped in the midline as it was already separated from the underlying suburethral tissue. Hydro dissection was used to remove the tissue surrounding the mesh in the anterior vaginal wall. The mesh was carefully dissected until all the visible or palpable material from the left side to just past the midline on the right side was removed. Cystourethroscopy confirmed the absence of bladder or urethral injuries; no additional mesh was seen in the anatomy. The patient tolerated the procedure well.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date (B)(6) 2023, was chosen as the best estimate based on the revision date. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr.(B)(6). Block h6: imdrf patient code e2006 captures the reportable event of vaginal mesh exposure. Imdrf impact code f1905 captures the reportable event of excision of exposed vaginal mesh.